Manufacturer narrative:
A 1.5x8mm non-medtronic balloon was opened and was used to pull the dislodged stent into the guide and out of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: dislodged stent decontaminated with cidex-opa. The delivery system was not returned for analysis. Deformation was evident to the dislodged stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the saphenous vein graft (svg). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. It was reported that stent dislodgement occurred following a failed delivery. The dislodged stent was removed by pulling it into the guide with a balloon. The patient was reported to be alive with no injury.